Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead rv defibrillation coil triggered an alert due to high lead impedance values. The lead remains in use. No patient complications have been reported as a result of this event.